Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded. A dimensional inspection was performed, and the stent was measured to be within specification. No problems were noted with the stent and delivery system. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, improper axios stent placement is noted within the IFU as possible adverse event associated with the use of the device. The reported event of stent first flange failure to expand cannot be confirmed. Based on the available information, there is not enough information to confirm the reported event; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange did not expand, causing the stent to move out of position and into the pseudocyst. Subsequently, a new axios stent was successfully placed and dilated with a balloon to aid in the extraction of the initial stent from the collection. The first stent was then extracted using forceps. There were no patient complications as a result of this event. The patient was expected to fully recover.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange did not expand, causing the stent to move out of position and into the pseudocyst. Subsequently, a new axios stent was successfully placed and dilated with a balloon to aid in the extraction of the initial stent from the collection. The first stent was then extracted using forceps. There were no patient complications as a result of this event. The patient was expected to fully recover.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.